Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: investigation summary: the product has not returned to j&j medtech orthopaedics, however photos were provided for review. The photo investigation revealed that ultra aggressive plus 4.0mm 5pk appears to have the lubricant at the tip in compliance with the device specifications. No other anomalies could be observed. According with the manufacturer procedure; the unit present grease in the tip, because is part of the manufacturing process, the unit have two application of grease, one is in the inner tube and then assembled in the outer tube, then the second application of grease is in the tip. The product per requirements need to have grease inside the tip. The overall complaint was unconfirmed as the observed condition of the ultra aggressive plus 4.0mm 5pk would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is required. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing.

Event description:
It was reported from belgium that the ultra aggressive plus 4.0mm shaver blade device had excessive lubricant. There were no adverse consequences to the patient. The exact date of the event was not reported however, it was reported that the event occurred in 2024. No additional information could be provided.